Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench and red battery alarms was confirmed with the returned power module (serial # (B)(4)). Tech services was able to reproduce the reported event and isolated the issue to the 12v sla backup battery. Numerous attempts were made to contact the customer with an estimate of repair costs; however, no purchase order was received from the customer. No additional testing was performed, and the unit was shipped back to the customer as-is. There was also incidental finding of damaged bottom housing. Device history record were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module serial number (B)(6) was shipped to the customer on 02mar2011. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate iii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate ii instructions for use (IFU) section 3 "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f "safety checklists" provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate ii patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module alarmed for yellow wrench and red battery alarms. The battery was exchanged but it did not resolve the event. The unit was sent in for evaluation.